Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having to charge their implant every other day or every day and patient did not provide event date. Patient would charge every day or every other day and patient would feel pain when they would get up to go somewhere. Patient ran the stimulation 24/7. Patient would feel the pain when they were walking or standing. Patient's stimulation worked when sitting. Patient was advised to stay on each group (a, b, and c) for one week each but patient hadn't done so because they were discouraged and patient was in so much pain. At night patient thought they were getting bit but the stimulation was the issue. During the call agent walked patient through increasing group a which had 1 program. Patient increased the stimulation from 4.2 to 4.5 but the patient felt that the stimulation decreased instead. Agent redirected patient to their hcp to address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.